Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received information that all information delivery stopped. Per customer, blood glucose level was high, but unknown if caused by the reported event.